Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown tibial insert. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device hospital policy.

Event description:
It was reported that patient was revised on a knee due to instability.